Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system and the device was not returned. A review of the lot history record revealed no non-conformances for the lot. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed for the recurrent mitral regurgitation requiring intervention. It was reported that one mitraclip was implanted on (B)(6) 2015 reducing the mitral regurgitation (mr) from 4 to 1 in the patient with degenerative mr and a large posterior prolapse. Approximately one month later, on (B)(6) 2015, the patient was not feeling well and was rehospitalized. The patient was found to have recurrent mr of 4. A second clip procedure was performed on (B)(6) 2015. A second mitraclip was implanted reducing mr from 4 to 1. The cause of the recurrent mr could not be identified. The original mitraclip was still attached to both leaflets, but tissue damage was unable to be confirmed. There was no injury to the chords or papillary muscle. There were no device issues with the second procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.